Manufacturer narrative:
Concomitant products: w4tr01 crtp implanted (B)(6) 2020; 429888 lead implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited an out or range lead impedance warning. Both leads remains in use. No patient complications have been reported as a result of this event.